Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile a needle was found to be clogged. There were 5 instances of this. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305767. Batch no.: 1028656. It was reported that staff is unable to push medication out of the needle. Recently had several issues (approx. (B)(4)) reported. Staff are able to extract the med, then push to displaced any air but once injected into the patient, staff are unable to push any farther causing multiple needle sticks where otherwise only one would be needed. Staff have changed out the needle and have then been able to push the drug.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile a needle was found to be clogged. There were 5 instances of this. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305767. Batch no.: 1028656. It was reported that staff is unable to push medication out of the needle. Recently had several issues (approx. 5) reported. Staff are able to extract the med, then push to displaced any air but once injected into the patient, staff are unable to push any farther causing multiple needle sticks where otherwise only one would be needed. Staff have changed out the needle and have then been able to push the drug.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a clogged needle defect was not able to be observed as only the top web was shown. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd eclipse¿ needle 25 g x 1 1/2 in. Single use sterile a needle was found to be clogged. There were 5 instances of this. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305767. Batch no.: 1028656. It was reported that staff is unable to push medication out of the needle. Recently had several issues (approx. 5) reported. Staff are able to extract the med, then push to displaced any air but once injected into the patient, staff are unable to push any farther causing multiple needle sticks where otherwise only one would be needed. Staff have changed out the needle and have then been able to push the drug.